Manufacturer narrative:
E1; (B)(6).

Event description:
Unomedical reference number: (B)(4). Event occurred in united kingdom. It was reported that patient faced infusions set leakage at site event on (B)(6) 2024. The event occurred within 1 day of use. No further information was available.